Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 30 occurred during insulin delivery. Additionally, it was reported that an occlusion alarm occurred; customer declined troubleshooting for this issue and no further information was obtained. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy and declined follow-up to determine if one was later obtained. There was no adverse impact to customer's blood glucose level.